Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Occupation: lay user/patient.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter that could cause a misinterpretation of results. The vertical segments of the top circle of all the "8"s was gray, and much lighter than the rest of the segments and short "7"s in the results field. There was no actual misinterpretation of results.

Manufacturer narrative:
The customer's meter was received for investigation. The device could not be turned on. Device data and fault memory cannot be read out the meter¿s circuit board was tested for damage or contamination and it was found that the circuit board was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.